Event description:
Event as described by the user: "the complaint from one of the pain nurses at (B)(6) infirmary relates to a concern that the sapphire epidural pumps are over infusing. An anaesthetist, dr.(B)(6), tested the actual infused volume on six epidural pumps and compared this to the volume the pump was programmed to infuse. The test used standard lines with no connection, or patient attached. He programmed the pump to infuse 10mls into a container. He then withdrew the amount infused and on all six occasions the actual volume was 12mls. I have requested the serial number of the pumps and will forward tomorrow when received. No patients were involved in this testing. No patient harm has resulted from this issue. Pumps are available for inspection. I will forward full contact details tomorrow of the pain nurse that informed me of this complaint." Additional information received on (B)(6) 2014: "a patient on the epidural with a 10ml bolus only (no background infusion) program at a rate of 200ml/hr ...patient was complaining of pain, despite the fact that 50mls had infused to the patient. The midwife was alarmed to the fact that there was more than expected still left in the infusion bag (100ml total volume in the bag at commencement of infusion) the anaesthetist then delivered another bolus into a syringe to measure the volume. This revealed that 6 mls had been infused into the syringe and not 10mls - an epidural catheter was attached to the end of the administration set. He then tested four more sapphire epidural pumps to see if there was any discrepancies with the other pumps. One pump delivered 6 mls, one delivered 13 mls and the other two pumps delivered the expected 10mls. Catheters used are portex epidural minipak system 1 clear catheter, 3 lateral eyes 16g lead midwife- (B)(6) with check with pharmacy if the epidural bags over filled when compounded. This could mean the epidural bag has an over filled by between 10 - 20%."

Manufacturer narrative:
(B)(4), q core medical ltd. Is submitting the report on behalf of hospira. (B)(4).